Event description:
It was reported that this pacemaker was part of the allegation of possible infection. Reportedly, the patient had tenderness or redness around the implant site. The caller marked the redness to make sure the symptom does not spread. No adverse patient effects were reported. The pacemaker remains implanted.